Event description:
The manufacturer received info alleging a ventilator was switched out due to a "service required" message being displayed while the device was in pt use. There was no pt harm or injury reported. The manufacturer's investigation is currently on-going and a follow-up report will be filed when the investigation is complete.